Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0kgv9, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient was still having retention and was self-catheterizing twice a day. At the time of the call, the patient was on program 2 at 3.4v. Stimulation was increased during the call. It was stated the device worked during surgery, but was now not doing what the patient thought it would. When stimulation hurt when sitting after implant, it was set to 8v and the patient turned it down to 7v.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient never had therapeutic effect. The patient's second implantable neurostimulator (ins) did not work as well as the first ins. The patient didn't pee at all unless they had a full bladder and then they would pee a little bit. The most the patient had peed, a few weeks ago, was 8 oz. The patient had a very large bladder so it took a lot to empty it on their own. The patient unhooked it for the dentist or something and came home and left it off. It was so different than their first 1 and they had been to see their health care provider (hcp) 3 times and they said to come back in 3 months. The patient made it to 4 months, but it still had not kicked in itself. They had used anesthesia for both procedures. This ins was moved up to 0.8v, actually 0.9v, and the patient was so sore in the vaginal area and rectal area that they went back to the hcp a second time. The stimulation was decreased to 0.8v after the patient called the manufacturer. The stimulation was in the vaginal and rectal area. The patient did not remember stimulation being in those areas with the first ins for retention and they didn't think it was set properly. At their last appointment the hcp said they thought the caudal nerve was dead. The patient would see their hcp on 2015 (B)(6), but they didn't want to take it down anymore because they should feel it. The patient was currently on program 3 and the left side was 0. And the right side was at 0.8. The patient believed they had been on program 3 since the replacement in (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The patient reported stimulation in the wrong location. The patient indicated that they had a loss of therapeutic effect, loss of bladder control, retention which started following a replacement. It was indicated that the programmer training received was minimal or ineffective. The patient went in for their 2 week post op appt. The neurostimulator (ins) had been set on program 3 at 0.40 and the manufacturer representative stated it was working after the surgery but the health care provider indicated that 0.40 was too low. "This one was just not set right¿ was reported. The patient indicated that stim was in the vaginal and anal area but should be in the caudal area. It was indicated that the stim in the vaginal and anal area was ¿bothersome" and the stim .the patient was having urinary retention and do not know why. She indicated that it was not set in the right place. She was not going on her own, she had to self-catheterize. It was uncomfortable when she bends over. The patient was getting "a few little drops" since replacement. At implant patient was told "we have a lot of good connections and strong sensations, so it was left at that," but at post op¿ patient was not peeing on my own, the health care provider then increased it to 0.90 and had not helped. The patient was still not peeing on her own." Never emptied their bladder completely .when patient got home the stim was more in the vaginal and anal area "which are not the right areas for retention. It was very uncomfortable.¿ it was indicated that when patient was assisted she pressed the right navigator arrow, it showed program 1 at 2.0 was did not have it in the vaginal area." It was noted that there was no check mark in the box. The patient indicated that she was afraid of hurting herself. The patient next appointment was scheduled for the end of august. It was later reported on (B)(6) 2014 that patient had a loss of therapeutic effect and was experiencing shocking or jolting sensation when turned the stimulation back on which started since replacement. The patient mentioned stimulation changes with movement. The patient was not being able to adjust stimulation. The patient was on program 3 at 0.9v with lightning bolt. The reported she was still feeling the stimulation and adjusted it down to 0.8v and was going to see the hcp on wednesday of this week to figure out what was going on with stimulation and therapy. The patient also reported that she had shingles and it went down close to the spine. The action resolved the reported issue of decreasing her settings with the patient programmer. It was indicated that programmer training was ineffective because patient was still under the effects of anesthesia. It was reported that her stimulation therapy was not working well. The patient was unable to go to the bathroom and had to catheterize. The patient stated it was not set properly. It was reported that at 4.0 patient didn¿t feel anything and was told by the health care provider during pre-op that 4.0 was low. The setting was then increased by the hcp, patient unsure to what setting it was. The patient had too much stimulation in the vaginal and anal area, when she was bending over it was ¿kind of hurting and had to turn it off with the dentist, acupuncture for a dexa scan. ¿the patient also indicated that when she hooked it up it was hurting. It was noted that patient was not turning the stimulation down first before turning it back on and stated was not told to do that. On the morning of the call patient could not catheterize and had 2 bowel movements stating ¿it was kind of stimulating that area¿. It was noted that after the second bowel movement she peed a lot with the machine on. The patient stated she walked to the park, still had the stimulation on and peed 4 ounces and stated that was because she had a full bladder. The patient told her hcp that it was hurting her and was told she has to feel it. The patient stated that with her first ins she had been catheterizing in the evening was still retaining and was able to get by during the day and could pee in between rounds of golf but with this ins (second one) is very different then the first ins. A follow-up report will be sent if additional information becomes available.